Event description:
There are scratches on the femoral and tibial parts and on the inlay. Prosthesis was revised because of pain and bruise.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.